Manufacturer narrative:
When the technician investigated the likorall 242 s lift, he found it was leaking oil. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the actuator restoration set to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the likorall 242 s lift was leaking oil. The lift was located in 6 east at the account at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).